Manufacturer narrative:
Initial.

Event description:
It was reported that the patient experienced a hyperglycemia event while using the ilet, with the device displaying ¿high¿ and a confirmatory fingerstick blood glucose of 407 mg/dl; the caregiver performed a full supply change and administered a subcutaneous dose of fast-acting insulin, and was advised to disconnect the infusion tubing for a period after the injection and monitor for downward trends. Symptoms included hyperglycemia and reported sleepiness. Outcomes included no health consequences or impact. Investigation included communication with the caregiver and analysis of information provided. Investigation of this case revealed no findings available, with insufficient information regarding a device component and a medical device problem classification of insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.